Event description:
N/a

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: h1, g1.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11 corrected fields: d4 (serial #).

Event description:
N/a

Manufacturer narrative:
Communication / interviews (4111 / 3233): at this time, the customer has not requested for getinge to evaluate the cs300 intra-aortic balloon pump (iabp) unit involved in this event. A getinge service territory manager (stm) has conversed with the customer and was advised that the customer's biomedical engineer was able to reproduce the issue and has fixed the reported issue by reassembling the safety disk and condensation removal module (crm). All performance and safety test passed. The iabp was then cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital (B)(6). Not returned to manufacturer

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "leak in iab circuit" alarm, which cause the patient's vital signs to be unstable. It was later clarified that the patient's blood pressure had decreased as a result of the iabp unit stopping. The iabp unit was immediately replaced and no additional alarms were generated. The customer has attributed the patient's conditions to the device.